Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 53 mg/dl and below and the insulin pump kept going into threshold suspend but his blood glucose was in the 200 mg/dl range. Customer stated that when he was sleeping he got 4 or 5 high glucose alerts and his blood glucose was around 120 mg/dl. Later when he was driving he got a low alarm and he was actually high. Troubleshooting was done and the customer was advised to remove and change the sensor. Product would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with high readings.